Event description:
Information was received indicating that the cadd administration set - flow stop was broken by the air filter. There were no adverse events reported.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop .